Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code, however it was noted that the epg failed incoming functional testing and shut down, the main printed circuit board (pcb) was found to be contaminated. It was further noted that the upper case, keypad flex, liquid crystal display (lcd), display frame, three screws and one case screw were all contaminated. It was additionally noted that gasket, main seal, six plugs and the lcd silicon were all damaged, the lcd display flex connector was not seated correctly onto the main printed circuit board (pcb) and two tubes and a tube sleeve were all missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.